Event description:
Customer reported that the batteries on the insulin pump keep going low however the customer does not receive a low battery alert. Customer declined troubleshooting for weak battery. Customer's blood glucose reading at the time of the call was 527 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.